Manufacturer narrative:
The documentation has been checked. There are no reports in the product journal related to the reported issue. Reference samples have been subjected to safeguard activation test, and it was found that the tested samples did not pass the test. Based on the investigation the root cause was found to be an assembly process error. The corrective/preventive action is to implement a new label on the syringe cylinder which has a positive impact on the force to release the needle shield device, meaning lower friction between label and inner tube of the needle shield device.

Event description:
According to the complaint, the customer reports that nurses have had a lot of difficulties to activate the needle shield device several times. The customer failed to activate the needle shield device. They have not been able to move the security down. They said that the plastic was too hard. There are no reports of serious injury or death.